Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of weeks ago from the date the manufacturer was made aware. Explant date: couple of weeks ago from the aware date.

Event description:
It was reported that the patient had inadequate stimulation and had difficulty charging the ipg. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.